Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to ecgs c and d as well as the cable connecting the dn to ECG a, b, and the front te were severed. The root cause for the severed cable was physical abuse. There is no indication that the damaged electrode belt contributed to the prior patient's passing. Review of the downloaded software flag data revealed no fault flags or patters of flags indicating that the damage to the electrode belt occurred prior to device removal. The damage to the electrode belt is consistent with damage observed during the removal of the device during resuscitation attempts. No adverse event resulted from the defective electrode belt.

Event description:
While evaluating electrode belt (B)(4) for an unrelated issue, a reportable problem was found. The cable connecting the distribution node (dn) to ecgs c and d as well as the cable connecting the dn to ECG a, b, and the front therapy electrode were severed. The belt was last used by a (B)(6) patient who passed away while using the lifevest. The patient was in severe bradycardia, which is considered a non-shockable rhythm. There is no indication that the damaged belt contributed to the patient passing. The damaged is consistent with damage observed during the removal of the device during resuscitation efforts.